Event description:
It was reported that the pump exhibited an alarm for no disposable. Per the reporter, the alarm was silence, setting were reviewed, and the pump was powered off. The patient was not affected; no adverse patient effects were reported by the customer. The device was not to be returned to the manufacturer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion (dso) sensor; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.